Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a ghost pocket for the medication and user was not able to delete or remove it from the system since the pocket was not there. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist advised the customer that if it was a lidocaine hcl 1%medication which was not triggering to letting you know at what time to refill, separate case can be open with appropriate team. The tss was not seeing the moderna covid vaccine 1st dose in the facility formulary and in listed under medications in the server. The tss observed no ghost pockets, and no communication errors were identified from the enterprise side. The tss finally confirmed with the customer that overall, the system had been functioning normally. The system functioned as intended after the technical support specialist investigated the device.